Event description:
It was reported that the lead was removed from service because the patient received fifty-two shocks in one day, due to lead fracture. The ICD went to elective replacement indicators (eri). No patient complications have been reported as a result of this event.